Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing (pptwos). The oversensing was noted on a stored electrogram (egm). The patient did not receive any therapy during the oversensing. Programming changes were discussed, no intervention was performed. The patient was in stable condition.